Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. At implant there was no leak and at the patient's 45-day follow-up, there was a 3-4mm leak shown. The patient had been doing well and when she went into atrial fibrillation, the physician wanted to cardiovert, so a transesophageal echo (tee) was obtained and a large 9mm leak was noted. A computed tomography (CT) scan was performed and showed a 7mm leak. The physician is planning to close the leak in the next couple of months. The patient is doing well and has had no issues as a result of this event.